Event description:
During follow-up, high lead impedance was noted. No other electrical anomalies were detected. Externalized conductors proximal to the distal coil were observed via x-ray. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 11.5cm - 14.1cm from distal tip, consistent with friction to the ICD can. Etfe coating on one re conductor was abraded and the inner coil was visible at the same location. External abrasion was found at 18.3 - 19.8cm and 21.5 - 21.8cm from the distal tip, consistent with friction to another device. Internal abrasion was found at 8.5 - 9.7cm and 15.1 - 15.2cm from the distal tip. The etfe coating was intact at these locations.